Event description:
A report has been received reporting the seat belt is not functioning within the buckle. Seat belt does not stay tight. In speaking with the reporter it was learned the seat belt clasp does not secure the belt in place. A new one has been ordered and there was no injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m41, serial number/date code (B)(4) is approximately 1 year, 2 months old. The owner's manual part number 1143206, rev.g(feb-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In review of the owner's manual, the end user is cautioned that the seat positioning strap is a positioning belt only and is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, the belt must be replaced immediately. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.